Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional procedure. Reportedly with two prostyle devices, the footplate did not fully retract. The lever was lifted and reclosed which closed the footplate. The devices and sutures were removed without issue. No other abbott closure device was attempted. The sheath was upsized to a 13f, and the interventional procedure was completed. Hemostasis was achieved with a non-abbott device and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.